Manufacturer narrative:
The device was not returned for analysis as it was reported to have been discarded at site. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a core lab assessment of the procedure angiogram indicating the presence of distal emboli. The patient was reported to have died 7 days post procedure. The index procedure was performed on (B)(6) 2016. The patient was reported to have bilateral multiple m2 occlusions, and the capture lp was reported to have made 2 passes within the m2 of the right mca, resulting in tici of 2c. The same the capture lp was reported to have made 2 passes within the m2 of the left mca, resulting in a tici of 2c. The patient was reported to have also received ia tpa (12 dose). There were no device deficiencies or complication during the intervention, and the post intervention imaging was reported to have been normal. The right internal maxillary artery angiograms noted no early venous drainage and there was a report of neurological deterioration at the 24 hour assessment. An adverse event of expansion of infarct/stroke in evolution was reported to have occurred post the initial stroke treatment and the patient expired 7 days post procedure, (B)(6) 2016. The death was reported to be study disease related. Baseline nihss was 20. 24 hour assessment post intervention, the nihss was 29.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.